Event description:
It was reported patient was experiencing pain at the pocket site due to weight loss. As such surgical intervention was undertaken wherein the ipg was explanted and replaced, thereby addressing the issue and restoring therapy.

Manufacturer narrative:
B3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.